Event description:
Reporter indicated that vns pt had developed an infection at the implant site. It was reported that there were two holes at the generator pocket site that were leaking fluid. The pt is reportedly very thin and had been on antibiotics to treat the infection. Further follow-up revealed that a small portion of the skin over the device that had eroded. The erosion was revised with no complications to date.